Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the tim20 instruments had difficulties closing. Another instrument was used to complete the case. There was no consequence to the pt. The device involved were discarded and (8) unused, unopened devices were returned for analysis.